Event description:
The thoracic silicone catheter was opened and found to have a crunchy texture and the coating was visibly flaking off. The staff noticed this before it was used. They opened three and they were all found to have the same flaky coating.